Event description:
A malfunction alarm occurred while the pump was in use. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred. Technical support assisted the caller by confirming warranty status and arranged to replace the pump. Meanwhile, the customer used an old pump as a backup. Instructions were given to the customer to return the malfunctioning pump using a pre-paid label, and they were informed about setting the pump into storage mode before returning it.